Manufacturer narrative:
The device was received deployed. Investigation of the fluid path and needle mechanism did not find any damages or abnormalities that could contribute to the dislodging of the cannula. The exact cause of the dislodgement could not be conclusively determined. Investigation of the cannula assembly did not find any damages or abnormalities that could result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could cause skin irritation. Although no issues were observed, the exact cause of the reported skin irritation could not be conclusively determined.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 36 and 48 hours. Patient noticed insulin was leaking; he stated the adhesive was wrinkled and the cannula dislodged from the infusion site (abdomen). Site irritation was also reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.